Event description:
On (B)(6) 2023, rayner received notifcation from its distirbutor in the united arab emirates of an event that occurred duirng use of a rayone aspheric rao600c.the event description provided states that a crack in the lens was observed following implantation of the iol into the eye.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that a crack in the lens was observed immediately following implantation into the eye. The device has not been returned to rayner; however, a photo provided within the notification of the case highlights that the injector nozzle is split and that the flaps of the preloaded injection system are not fully secured. The IFU states that the flaps must be securely clipped closed before injection is begun. It is therefore possible in this case that the lens damage is attributable to failure to fully secure the flaps of the injector prior to starting injection. Our review of production records for the rayone aspheric rao600c batch 122205885 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone aspheric rao600c batch 122205885.